Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. Visual inspection of the quadlink implant system, 10mm noted that the component cutter assembly, 10mm was not returned with the device to verify the sharpness of the cutter rod. Only the component stripper cutter handle was returned. No problem found. Tightrope abs w/fibertag was cut on the blue suture between the loop and needle. Functional testing was not performed due to the damage to the device. Per surgical technique quadpro tendon harvester note 9: once the desired graft length has been stripped, withdraw the quadpro¿ tendon harvester from the incision and retrieve the graft through the graft amputation window by grasping the tagging sutures. Note 11: advance the push rod forward to amputate the graft. Deploying the push rod into the handle using a syringe-type motion will allow for an easy amputation (a). Note: during amputation of the graft, it is important to maintain visualization of the harvested length to ensure the graft is not cut short. The most likely cause of the reported failure is attributed to user error, potentially resulting from either excessive force applied during suture passing or the device coming into contact with a sharp mating component during use. Two related conditions with this case were investigated.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/07/2025, a sales representative reported via email that an ar-1288qis-100 quadlink implant system malfunctioned during use. The fibertag tightrope abs implant broke when the surgeon was preparing the graft, and the quadpro harvester was dull and could not cut the quad tendon for harvest. The case was completed, and no patient harm was reported. This was discovered during an autograft quadriceps acl reconstruction procedure. Additional information has been requested on 05/29/2025.